Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient developed a seroma after undergoing a surgical procedure in which veritas was used. It was reported that the patient had initially undergone a skin sparing mastectomy in which veritas was used with expanders. Approximately eight months postoperatively, the patient developed a seroma. Upon exchange of the tissue expander for implant, it was found that there was no integration of the veritas matrix. At the time of this report, it was reported that the patient's "current condition was good". No further information was provided regarding medical intervention or regarding the patient's outcome from the event. No additional information is available.